Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "dr (B)(6) inserted avs tl (B)(4) into patient in an l5-s1 plif procedure. Dr (B)(6) attempted to remove it and the spacer broke during multiple attempts to get it out. The spacer was left in the patient."